Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level.